Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2021, product type: lead, product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2021, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported via the manufacturer representative that she was doing great until the end of july when she started feeling an uncomfortable sensation in her left arm. The patient felt like something was sticking her at times. Impedances were checked and one electrode pair was found to be 190 ohms as a possible short and was marked as avoid. Reprogramming was done since it was being used and the issue was resolved at the time of the report. No external or patient factors were known to have contributed to the issue.